Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 97, 70, 207 and 217mg/dl. The customer's expected fasting blood glucose test result range is 80 to 180mg/dl). The customer feels well and did report experiencing symptoms. Medical attention is not reported as a result of the actual blood glucose results. And reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states she is concerned with readings obtained (B)(6) 2017 at 12:17 pm of 97mg/dl as customer feels the meter should have read lower because she was experiencing symptoms minutes later and tested again and obtained a reading of 70mg/dl at 1:04pm non-fasting as she had started eating lunch. Customer states she normally starts to experience symptoms between 50-60mg/dl, thus customer feels all readings in meter are higher than what they should be. Customer refused to test back to back at time, states she tests 10x/day already.